Manufacturer narrative:
Correction: please retract this report 2017865-2023-72880, the same issue was previously reported as 2017865-2023-47356.

Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.